Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for evaluation, loosely folded and deflated. During testing, the balloon was able to be inflated and deflated; thus, the reported deflation difficulty was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the proximal circumflex artery the nc trek balloon dilatation catheter (bdc) was inflated once at 15 atmosphere (atm) for 29 seconds but could not be deflated. The bdc was retracted into the guide catheter while inflated and the devices were removed from the anatomy as a system without reported adverse patient effect. Additionally, sometime within the procedure the shaft became kinked; no resistance was noted. The vessel was stented and the procedure was completed without issue. There was no reported clinically significant delay in the procedure. No additional information was provided.